Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2317-70, serial number: (B)(4), batch/lot number: 5079995, model/catalog description: infinion cx lead kit, 70cm.

Event description:
A report was received that the patients leads were migrated. The patient underwent a lead replacement procedure.

Manufacturer narrative:
Additional information was received that the patient was doing well postoperatively. (B)(4). Device evaluation indicated that the leads cleanly cut during the explant, and the distal end was not returned. The device damage was similar to the typical explant damage and was not considered a failure. Visual and x-ray inspection found no other damages.

Event description:
A report was received that the patients leads were migrated. The patient underwent a lead replacement procedure.